Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmpl (B)(4). Voluntary MDR/medwatch report number mw5158742, mw5158743, mw5158744. B5: describe event or problem - correction/additional information. E3: occupation - additional information. E4: initial report also send to FDA - additional information. G2: report source - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data. H11: additional narrative.

Event description:
Subsequent to the initial MDR, a correction was added on 09/26/2024, voluntary reports mw5158742, mw5158743, mw5158744 were received.